Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported inpen screw was not moving as intended and not working. The customer reported blood glucose value of 278 mg/dl at the time of incident. The event involved product(s) mmt-105elgyna. Troubleshooting was performed. Customer was reporting dose knob/dial difficult to turn. There was a discrepancy between the intended and recorded dose in the inpen app, where 3 units were dialed but only 1 unit was recorded. Customer was advised to replace the inpen. No further patient complications were reported. Mmt-105elgyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage noted to cartridge holder and inpen front and back shell. Inpen paired to the commercial app. Inpen received with leadscrew 1/4 of travel. Performed bayonet bond investigation and found leadscrew and cartridge stop rotating together when dispensing due to broken bayonet bond. Unable to perform baseline/wireless functionality, displacement dose accuracy test, and leak test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen passed front cap investigation. In conclusion: broken bayonet bond can affect insulin delivery; a leadscrew anomaly was found during testing. Unable to verify customer's concern for dose log/report data inaccuracy or difficult to dial/dose due to leadscrew anomaly. Inpen failed dialing alignment inspection. Unable to verify alleged high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.